Event description:
It was reported that during initial setup of an ilet system, the pump repeatedly displayed alert 60 indicating a bluetooth communication malfunction, requiring restarts and preventing completion of setup. Symptoms included none reported. Outcomes included interruption of insulin delivery setup and the need to replace the device. Investigation included review of the complaint details and assessment of device performance based on the reported alarm behavior. Investigation of this case revealed a suspected malfunction of the device¿s bluetooth communication component during setup. It was concluded that the device experienced a communication malfunction that impeded setup, and a replacement device was provided.